Event description:
Customer reported tandem mobi cartridge alarm during the load process, confirming consecutive cartridge alarms occurred, even though similar alarms were not previously reported with this pump. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Technical support replaced the pump, confirmed shipping details without requiring a delivery signature, and instructed the customer to utilize a backup insulin pump to ensure uninterrupted insulin delivery. Customer was provided instructions for storage mode and advised on returning the problematic pump to tandem using a pre-paid label, understanding and acknowledging all steps involved.